Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced deep pain and a periprosthetic fracture of her tibia after knee arthroplasty and was admitted to the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: femoral component high flex precoat for cemented use only right medial/left lateral catalog# 00584201202 lot# 62851489. Articular surface size 1 8 mm height femoral size a,b,c,d,e,f,g catalog# 00584202108 lot# 62625938. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.